Event description:
It was reported that approximately two weeks after implant, it was found that there was no left ventricular capture. An x-ray showed that the lead had dislodged. The lead was repositioned and remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.